Event description:
Consumer called for their patient very upset with the readings they were receiving, believes they are not accurate. Analysis run on clark error grid using mean average (273) as ref. Point vs. Bd readings (48, 498) yielded data points in the c/e range of the grid, outside of acceptable limits.